Manufacturer narrative:
Customer (person): mobile: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject single lumen power-injectable PICC was found to be separated at the junction of the extension tubing and the purple hub. This event was reported to be similar to the incident reported in MDR#1820334-2021-00333; however, no additional details are available from the customer.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation it was reported by (B)(6) hospital that a turbo-ject® single lumen power-injectable PICC separated at the junction of extension tubing and purple hub. A review of the complaint history, instructions for use (IFU), and quality control were conducted during the investigation. It was reported the complaint device would not be returned; therefore, no physical examinations could be performed. A review of the device specification was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. A review of the device history and search for additional complaints on the lot could not be carried out as the lot number is unknown. The device is shipped with instruction for use (IFU) which notes: the set was supplied with IFU t_ctpicctt_rev4.pdf which includes the following. Intended use: the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated. Warnings: the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. A CAPA is in progress to further investigate this failure mode.the appropriate personnel have been notified. Based on the information provided, no inspection of returned product and the results of the investigation, a definitive cause could not be established. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.